Event description:
It was reported that during a lap hysterectomy on the (B)(6) march, the device was broken and the broken fragment was left inside the patient. Reoperation was performed on the (B)(6) to remove the fragment.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information received: the operation of (B)(6)-2012: the device was used for laparoscopic uterine myomectomy. When the device was removed from the patient, the doctor felt difficulty in removing the device but forcibly remove the device. Eventually, it was found that the tip of the device was missing about 1cm. After that, the doctor performed hysteroscope soon, and the broken piece was seen through the uterus wall. The balloon test and the uterus for depth and direction test were performed before use. The doctor felt no difficulty in handling at the early operation. The doctor commented that the device was broken by needle during suturing the uterus. (B)(4)-2012: when the doctor performed CT-scan, the doctor confirmed that the broken piece was remained into the patient. (B)(4)-2012: reoperation was performed and the broken piece was removed from the patient's body. The patient's chief complaint was hypermenorrhea for uterus myoma and treated with oral contraceptive therapy. The patient received gnrh anonist twice preoperatively. (B)(4). Message from affiliate indicating the reoperation took place on (B)(6) and the event below is accurate: during the initial laparoscopic uterine myomectomy procedure on (B)(6), 2012, the surgeon experienced difficulty removing the um201 from the patient. At some point during the same myomectomy procedure, the device was visually inspected and the tip of the device was found to be missing. This led the surgeon to perform a hysteroscope and the piece was identified through the uterus wall. The surgeon attempted to remove the piece at this time, but was unsuccessful and the patient was sent to recovery. Three days later, on (B)(6), 2012, the surgeon performed a CT-scan and confirmed the piece was still in the patient. On (B)(6), 2012, the surgeon performed a reoperation and successfully removed the piece from the patient. Additional information was requested and the following was obtained: what prevented the surgeon from removing the piece during the original procedure on (B)(4), 2012?---we have no detailed information but in my opinion, I think the broken piece could not find for bleeding. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.